Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 100-160 (mg/dl). Reportedly, the pump was being worn against the skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes. Reportedly, the customer changed pump supplies and resumed insulin.